Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results indicate (hyperlipidemia, hypertension, and heart failure) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
It was reported by the field clinical specialist (fcs), that approximately 5 years, 8 months, and 6 days post transeptal mitral valve replacement with a 26mm sapien 3 valve, the valve failed due to stenosis. A valve in valve was performed placing a 26mm sapien 3 ultra resilia valve. The patient was stable and transferred out of the catheter lab. Per imaging review, the valve leaflets are thickened and calcified with halt on the posterior cusp. Per follow up, the patient experienced shortness of breath, syncope, and heart failure. The gradient was 14.2mmhg. The leaflets were heavily calcified with limited mobility. Per medical records, the lv ef was 35-40%, bioprosthetic mitral valve with elevated gradient, and severe mitral stenosis. The leaflet motion is normal and there were no signs of mitral regurgitation. The mv peak/mean gradient was 26.6/14.2mmhg and mva continuity was 0.38 cm2.

Manufacturer narrative:
A supplemental MDR is being submitted to update the manufacture narrative. Sections g6 and h2 and h11 have been updated. The device was used in off-label implantation in the native mitral position. As there are no specific IFU or training materials related to native mitral procedures, the available training materials were reviewed only for information potentially relevant to the device use.